Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is presumed that indicated [phenomenon (1): front panel is flickering] occurred due to power unit failure. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported (on behalf of the customer) that the front panel on the vise elite xenon light source had failed. There were no reports of patient involvement associated with this event. During the evaluation of the device, it was noted that the front panel was flashing due to a faulty power unit. This report is to capture the reportable malfunction of the flashing front panel with a faulty power unit that was noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. An additional issue of poor appearance without burrs and edges was identified. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.